Manufacturer narrative:
(B)(4). One 870-98kit (22mm heated niv circuit kit (ventilation circuit), one 425-00 neptune heater (serial # 617090316), one universal column (382-10, lot # 74d1900150), various suspension brackets and several extraneous tubes for monitoring breathing characteristics were received for evaluation. All of the components were visually inspected for any signs of damage/abuse/misuse. The reported circuit tube melt was confirmed at ~3 inches from the patient end. The melt measures ~2 inches in length. The ventilator circuit was visually inspected for the heated wire condition. The heated wires maintained their loose runs in the circuit tubing with no areas identified as being "bunched" or "gathered". The melt area was visually examined closely to insure the circumstances of the melt. After magnified examination it was confirmed, the circuit did not experience a "burn". The damaged area of the circuit was only melted. Functional inspection included full bench testing with the various components received along with the complaint defect. Each component was confirmed as operational prior to testing with the ventilator circuit. The concha smart column was placed into an active (heated) test neptune in order to determine if the low water indicator float was working properly in the concha smart column. Within 3-4 min utes the low water indicator lamp on the neptune heater came on. The low water indicator lamp confirmed the concha smart column float was working properly. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same syringe setup was used to confirm the proper operation of the lower check valve. Due to the nature of the complaint the circuit was prepared for full bench functional testing. The circuit was connected to a 425-00 concha neptune heater (returned by the customer), serial # 617090316. The neptune incorporated a concha smart 382-10 universal column which was returned by customer. Air supply for the melted breathing circuit setup was regulated at 10 lpm with a lab supplied release valve, the temperature probe used was product code 395-90 and water was supplied with a 1650 ml sterile water bottle, product code 381-50. The neptune operation parameters remained at customer settings (32 c, non-invasive therapy, lean rainout on gradient scale). The neptune was turned on and cycled through all diagnostic self-test without interruption. The set temperature of 32 c was reached and maintained without interruption for 1.5 hours. No discrepancies were recorded with the operation of the 870-98kit circuit. In order to assure the circuit did not fail due to a manufacturing related cause the heated wires were electrically tested. The heated wires should measure in a range from 12.8 - 14.3 ¿ of resistance. The actual measured value was 14.3 ¿ of electrical resistance. The measured resistance is well within the specified range. A device history record review was performed on a potential lot number and no relevant findings were identified. The IFU states, "always maintain adequate flow rates through the circuit to help prevent overheating.", "do not milk or stretch tubing to remove condensation. Wire damage or circuit malfunction may occur.", "do not place tubing directly on the patient's skin.", and "do not cover tubing with sheets, blankets, towels, clothing, or other materials." Based on the investigation performed, the reported complaint was confirmed. Functional and additional testing cannot confirm the melted circuit is the fault of a manufacturing related defect or process. Circuits are inspected 100% for assembly and operation at the manufacturing site. This type of incident has been reported when the ventilator, which supplies the patient, and cooling air flow is shut down and the neptune is left on providing heating electrical energy to the circuit. The described condition will create hot spots if left in that condition for long periods of time. The complaint has been confirmed, however the root cause has been assigned to user error unintentional, undetermined.

Event description:
Customer reported the "circuit melted while on use with a patient on a v60". No patient harm or injury was reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the "circuit melted while on use with a patient on a v60". No patient harm or injury was reported. Patient condition reported as "fine".